Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported teflon pad damage could not be determined; however, the most likely cause could be related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic colectomy procedure, the teflon pad fell off outside of the patient when the physician was dividing the mesentery. It is unknown if there were error messages that displayed. There was no damage to the probe unit. The procedure was completed using a different thunderbeat device. No patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, the lot number of the device and to update the following sections: the device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection was performed and found the teflon pad severely worn and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. The root cause for the reported teflon pad damage is most likely due to insufficient or no tissue between the probe and jaw when the device was activated.